Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr0761 showed one other similar product complaints from this lot number. (B)(4).

Event description:
It was reported that "a tubing leaked at a location it should not have any loss of fluid." No patient injury was reported.